Event description:
On (B)(6) 2012, the reporter contacted animas on behalf of her nephew (the patient) and reported an elevated blood glucose (bg) level. The reporter indicated that the patient's bg level was ''288 mg/dl'' that day with trace ketones. The reporter declined to perform any troubleshooting of the pump. The reporter had contacted animas on (B)(6) 2012, alleging that keypad down arrow button presses did not activate desired pump functions. The subject pump was replaced due to the alleged keypad issue. The patient had received a replacement pump for the subject pump. However, the reporter admitted that the patient had not yet switched over to the replacement pump. The reporter was instructed by the animas representative involved in this contact to call back for programming of the replacement pump. Based on the information provided, this complaint is being reported due to the following conclusion: the reporter claimed that the patient developed an elevated bg level with ketones which can be associated with severe hyperglycemia. However, at this time, it is unknown if the pump and/or use-error contributed to the patient's injury. The reporter was unwilling to review the pump.

Manufacturer narrative:
The pump was returned to animas and evaluated by product analysis on (B)(4) 2012 and (B)(4) 2012 with the following findings: the keypad was fully intact with no peeling or damage observed. The up and down keys were intermittently responding and required excessive force to activate. All other keys were responsive and had normal spring back or click. The keypad was removed to investigate. No hypersensitive or inverted contacts were observed. There was visible contamination under the key contacts. Daily insulin delivery totals were reviewed from (B)(4) 2012 to the end of the pump use on (B)(4) 2012. The daily insulin delivery totals correctly reflected the users programmed basal rates. No alarms or pump conditions indicating a malfunction were recorded in pump's history or alarm history. The pump was tested on a 29-hour flow test and was found to be delivering within spec.